Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device received in a condition which made analysis impossible. Unable to test because strips had expired.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 505 mg/dl, 234 mg/dl, and a reading in the 300's mg/dl; exact reading was not provided. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.